Manufacturer narrative:
The device was not made available for return. The quality investigation is complete. Device not returned to manufacturer.

Manufacturer narrative:
The device is not available for return. A follow up report will be filed once the quality investigation is complete. Device not returned to manufacturer.

Event description:
It was reported that during a procedure the blades were shedding metal when being used with the femoral cutting block. There was no patient impact, adverse consequences or surgical delay as a result of this event.

Event description:
It was reported that during a procedure, the blades were shedding metal when being used with the femoral cutting block. There was no patient impact, adverse consequences or surgical delay as a result of this event.